Manufacturer narrative:
As of today, the explanted product has not been returned for analysis. If the product is returned or if additional information becomes available, this event will be reopened.

Event description:
Boston scientific crm received information that during a device replacement procedure, the competitive leads were found to be stuck in the header of this device. The pacemaker header was cut to free the leads. When the pacemaker was removed, it was noted that parts of the pacemaker coating seemed to be missing.